Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the header of the pulse generator. Eventually, the lead was positioned satisfactorily into the header and the procedure was completed without further complications. No patient symptoms were reported and the patient would be monitored normally.